Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/30/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.